Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was skipping screens. The customer stated that he hits select and it skips to the next menu. He stated that when he tried to prime, the screen skipped prime and went to the set up screen. He stated that he had to repeat the process 3 or 4 times. Blood glucose value was 157 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. He chose to continue using the device and would contact the doctor for advice. The insulin pump was not replaced or returned for analysis.